Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing therapy via an implantable pump for non-malignant pain. It was reported that the patient complained of the pump feeing like it was about to flip every time she bent over. The pocket was opened and two sutures that previously anchored the pump had come loose. The sutures were replaced with two new anchoring sutures that secured the pump in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.